Event description:
It was reported that during a rectum procedure, while stapling there was a problem removing the clamp lock. There was an incomplete colorectal section/staple with rectal tear and the anvil did not tilt and remained attached to the descending colon with impossibility of anal removal of the clamp.

Manufacturer narrative:
Additional information: b5, d4 (expiration date, lot #), g3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a rectum procedure, while stapling there was a problem removing the clamp lock. There was an incomplete colorectal section/staple with rectal tear and the anvil did not tilt and remained attached to the descending colon. It was noted that the anvil was removed from the patient cavity. The surgeon finished the procedure with manual anastomosis.

Event description:
It was reported that during a rectum procedure, while stapling there was a problem removing the clamp lock. There was an incomplete colorectal section/staple with rectal tear and the anvil did not tilt and remained attached to the descending colon. It was noted that the anvil was removed from the patient cavity.

Manufacturer narrative:
This event has been reassessed and the reportability has been determined to be malfunction reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while stapling there was a problem removing the clamp lock. There was an incomplete colorectal section/staple with rectal tear and the anvil did not tilt and remained attached to the descending colon with impossibility of anal removal of the clamp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.